Manufacturer narrative:
Concomitant medical products: product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3889-28, lot# v008363, implanted: (B)(6) 2006, product type: lead. (B)(4).

Event description:
A patient implanted for urinary dysfunction reported a loss of therapy, that her implantable neurostimulator (ins) only worked for 18 months, and that the ins battery went out in 2008. The patient wondered if the ins would be okay in her body. No potential event cause, troubleshooting, interventions, or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.